Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: blood leaking during ECMO therapy. Additional information: there were no negative consequences for the patient. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(4). The defective part has been scrapped by the customer, therefore no investigation could be performed.

Event description:
Ref.: #(B)(4).